Event description:
It was reported that the preventive maintenance failed and there was a syringe plunger sensor defect. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Right plunger case is cracked. Check syringe plunger sensor showed up in the event history log. Occlusion test performed. Was unable to duplicate, no problem found. No repair was needed. Device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.